Event description:
It was reported that during use with bd phaseal¿ protector p55 coring occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about coring the rubber stopper for a vial. When the protector was attached to the vial to prepare endoxan, coring ocurred. The rubber piece was mixed inside.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 13-jun-2023. H.6. Investigation summary: one protector connected to a vial was provided to our quality team for investigation. The product was visually inspected, the protector penetrated the vial stopper properly, however, it was noted the spike of the protector was bent and a particle was observed within the vial. Characterization testing was performed and found the particle was consistent with material from the rubber stopper of the vial. It cannot be determined whether the spike tip was bent before use or during the connection of the device. A device history review was performed for lot 2205106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd phaseal¿ protector p55 coring occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about coring the rubber stopper for a vial. When the protector was attached to the vial to prepare endoxan, coring "occurred". The rubber piece was mixed inside.